Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument. The fse determined the reagent probe b collar wash valve failed and replaced the valve to resolve the issue. Software version 5.4.08 is utilized on this instrument. (B)(4).

Event description:
A customer was contacted by bec (beckman coulter) technical support due to "cartridge chemistry cuvette not dry before first reagent dispense" errors, observed in the remote management system (rms) by technical support. Upon troubleshooting with the customer, it was determined that the unicel dxc 860i synchron access clinical system leaked from the reagent probe b collar wash. The leak was contained to the instrument. The operator wore personal protective equipment consisting of a lab coat, gloves and eye protection while troubleshooting. There was no report of operator injury or adverse effect as a result of this event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.